Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line extension set during automated peritoneal dialysis therapy on the homechoice device. The patient was connected and in initial drain at the time of the leak. The technical service representative assisted the patient with ending the therapy and instructed to start therapy over with new supplies. During the follow up, the patient stated that it looked like the patient line extension was cut with a knife, right below the connector that connected to them. The patient did not use anything sharp when opening the package and the cause of the damage could not be determined at the time of this report. There was no patient injury or medical intervention associated with this event. No additional information is available.